Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A photo was provided which showed a damaged infusion sleeve. In addition, one red translucent infusion sleeve inside a plastic bag was visually inspected. In the returned condition, the irrigation holes had an irregular cut with a section of the infusion sleeve torn. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, photo and materials received, the investigation identified the root cause of the damage on the sleeve to be supplier related due to an error caused during the suppliers manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed, and all acceptance criteria are met. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that abnormal irrigation during irrigation/aspiration and the tip of the sleeve was broken during intraocular lens implantation surgery. The surgery was completed by using another one. There was no information about patient impact.